Event description:
The customer reported via phone call that they were hospitalized on unknown date due to insulin pump failure. The insulin pump will not be will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.